Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the connecting receptacle stuck. Based on the result, we concluded that it was caused due to the excessive force applied on the connecting receptacle. In addition, our technician confirmed that the control body fluid damage, the connecting receptacle fluid damage, the ccd module with drive pcb fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable fluid damage, the lg prong top broken, the body cover grip cracked, the insertion flexible tube cut, the lg air/water socket cylinder dirty, and the ccd module with drive pcb noise; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angulation stuck.